Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a cracked transfer set resulting in peritonitis. The patient had a new transfer set placed and noticed a crack on the light blue main body after 30 days of use. The cracked transfer set was replaced and subsequently the patient experienced peritonitis and was hospitalized. During hospitalization, the light blue main body of the new transfer set was found to be cracked again. Two days prior to hospitalization, the patient was treated with cefazolin (0.5g intraperitoneally three times a day for 14 days) and ceftizoxime (1g intraperitoneally, once a day, for 14 days). Pd therapy was ongoing at the time of this event. The patient recovered ten days after hospitalization. Additional information is not available.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual inspection was performed using naked eye and a cracked light blue main body was identified. Functional testing was performed including leak testing, clear passage testing, and clamp testing and no defect was identified suggesting the sterile fluid pathway was intact. A batch review was conducted with no issues noted during the manufacturing process. The cause of the damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.